Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were conducted, and the reported issue was not duplicated, however; the contamination/dirt found at around the downstream occlusion (dso) seal area. This was determined to be a reportable issue. The downstream occlusion (dso) sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned due to displaying cassette error, pogo pin insulators missing, door rusted. Upon physical inspection, find dirt around the seal and potentially that could have interfered with the pump sensor detecting the cassette. This was determined to be a reportable issue.